Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at recess and the pump came off. Customer's blood glucose level was 400 mg/dl. Customer was running and jumped, causing the pump to come off. Belt clip replacement will be sent as a courtesy. No add'l info provided.